Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed in the dialyzer fibers at the start of treatment. Test strips were used to confirm but registered negative and the machine alarmed. Estimated blood loss was 300 cc's. Pt had no adverse effects and no medical intervention was required. The pt completed treatment with new set-up. Sample has been retained for manufacturer eval.